Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm. It is unknown if the patient was connected or what step in therapy this alarm occurred during. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history logs identified the reported unknown alarm to be a system error 1031 (80c188 is not running). A visual inspection was performed and found no issues. No failures were found during performance testing, pneumatic system testing, a one hour simulated therapy, and electrical testing. The cause could not be determined, and the device sent for normal servicing. Should additional relevant information become available, a supplemental report will be submitted.